Event description:
According to the reporter, during the abdominal wall hernia procedure, the first tacker was used successfully with the three 10-tack reloads. Then, a 5-tack reload was opened but the dial for articulation broke and the device was not able to be articulated anymore. Abstack30 was opened to complete the procedure. No harm was caused to the patient.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The event report alleges the product was used in a surgical procedure. Visual and functional evaluation noted one reload to have a protruding tack and disrupted timing. Microscopic inspection noted no damage to the inner tubes of the returned reloads. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the protruding tack and reported condition could be due to excessive. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.